Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that on (B)(6) a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was 04/27/2018 for evaluation. A visual inspection was performed and passed. Performed a voltage test and passed. Performed share log review and a loss of connection was confirmed. The reported event of a loss of connection was confirmed. The probable cause could not be determined.